Event description:
The reporter stated that the device result was 138 mg/dl. The user had hypoglycemic symptoms and emt's were called. The emt's checked the user's glucose and the level was 22 mg/dl. She was taken to the hospital and admitted. The device was replaced and requested to be returned for evaluation.